Event description:
It was reported that shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted balloon shaft has broken off while inserting. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted balloon shaft has broken off while inserting. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in two piece, there was a complete hypotube break present at 19.5 cm distal the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a complete break at 19.5 cm distal to the strain relief. Multiple hypotube kinks was also identified. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that shaft break occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted balloon shaft has broken off while inserting. The procedure was completed with another of the same device. No patient complications were reported.